Manufacturer narrative:
The event occurred in (B)(6), while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
(B)(6) 2015, customer passed out and was taken to hospital at approximately 9:00am. Customer passed out due to hyperglycemia and diabetic ketoacidosis. Customer was treated in emergency room with insulin injections. Customer had 2-4 occlusions on the pump the night before going to the hospital. The accessories are changed with each occlusion and pump put back in the run mode. No air bubbles in cartridge or tubing. A request was made for the return of the device.